Event description:
The customer stated receiving a blood glucose result between 300 and 400 mg/dl. The customer dosed insulin based on the result. The customer stated they became unresponsive. The customers blood glucose was taken with a result of 47 mg/dl. Paramedics were called and 20 minutes later paramedics could not get a result. The customer was given liquid glucose and oxygen. The customer stated that controls were in range, values were not provided. A request was made for the return of the suspect device and replacement product was sent.